Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that at a routine follow up, it was noticed that the device had migrated. In addition, the rv lead pace impedances were low and out of range at 180 ohms, but there was rv capture. A revision procedure will be scheduled. Should additional information become available this file will be updated.

Manufacturer narrative:
(B)(6) 2017 - we were notified that this lead was explanted and we received a device evaluation. Upon receipt, the lead under complaint was found cut approx. 7 cm distal to the is-1 connector pin into 2 segments. All fragments were received for analysis. The analysis revealed multiple signs of abrasion, in particular between 6 cm and 4 cm proximal to the lead tip the insulation was damaged due to abrasion. During the electrical analysis, the dc resistances of the received conductor fragments were measured. Due to the observed insulation damage a low impedance, as reported in the complaint text, was confirmed. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.